Event description:
It was reported that during a gastrectomy, the staples malformed. The surgeon insisted that the indicator was in the green range. Dr. Put some overstitches to close the tissue. There were no pt consequences. The product is being returned.